Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow. Per review of wo notes, they say they replaced the circulation pump with a new one but wasn't able to confirm where they bought it from, most likely part source refurbished. They stated that they would like to have this device assessed at the service depot to be sure they made the repair correctly or if there were other issues.